Event description:
On (B)(6) 2025, an eye care provider (ecp) in russia reported that a patient (pt) visited a doctor and was diagnosed with ¿corneal opacity¿ after wearing acuvue® oasys multifocal brand contact lenses (cls). The patient (pt) was unable to use the lenses. No additional information was provided. On 15may2025, 20may2025, and 28may2025, attempts were made for additional medical and product information with no success. No additional medical information has been received. No additional information is expected. This left eye (os) corneal opacity is being reported as a worst-case event as the pt¿s diagnosis and treatment could not be verified with the treating doctor. The date of the pt¿s event is being reported as 01jan2025 as the exact event date is unknown. This report is for the pt¿s os event. A separate report will be submitted for the pt¿s right eye (od) event. Two lot numbers were provided (b016pmj and b016jsn). It is unknown which lot number was worn in either eye; therefore, the lot number will be reported as unknown. A comprehensive review of the manufacturing records for lot numbers: b016pmj and b016jsn was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. Availability of the suspect product is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.